Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat tip fell off from one of the jaws. The issue occurred during a therapeutic thyroid with selective neck dissection procedure. There were no reports of patient harm.